Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump has frozen up, buttons have to be pressed multiple times to work, unexplained insulin flow block alarms, pump rewinds slower and has grinding noises, sensors are not lasting full 7 day wear. The customer reported no adverse event. The event involved product(s) mmt-7040a,mmt-332a,mmt-1884l,mmt-399a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a,mmt-332a,mmt-1884l,mmt-399a.

Manufacturer narrative:
Insulin flow blocked alarm was not noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit also passed self-test/ successfully downloaded history files and traces using thump and no delivery alarms were not noted in the history files or traces. All buttons were tested and no unresponsive buttons were noted. No frozen screen noted during testing. No rewind anomalies noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. The customer¿s alleged insulin flow blocked alarm/no delivery alarm was not confirmed during testing or in the history files. Customer's alleged frozen screen and keypad anomaly not confirmed when all buttons tested successfully, and no frozen screen was noted during testing. Customer's alleged rewind anomaly not confirmed when no rewind anomalies were noted during testing. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.